Event description:
Venous needle came out of graft during treatment. Device was activated at the time of the incident. But the machine did not alarm. Venous limited was not violated. Estimated blood loss: 250cc.